Manufacturer narrative:
(B)(4).

Event description:
New/additional info: it was previously reported that two forcefx generators were used during this procedure. Additional info received indicates that one of the units was a forcefx unit and the other unit was specifically a forcefxcs generator. The site does not know which of the two units was in use when the reported incident occurred.

Manufacturer narrative:
(B)(4). To date the unit has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that a forcefx generator was in use during a routine posterior spinal fusion procedure in which the patient received non-pad site burns to her left medial distal ankle and left elbow. The burns were described as 2nd degree burns. The burns were the size of a pencil eraser head, and were located where non-covidien spinal monitoring disk electrodes had been placed during the procedure. The burns were detected at the end of the procedure when the patient was turned from prone to supine and onto the transport bed. The burns were treated by cleansing, and applying xeroform, 2x2's, and dressings. It is not known if or what additional treatment may have been required. Two forcefx generators were used during this procedure and it is unknown which unit was in use at the time the burns occurred. The generator was set at cut/coag 60/60. Covidien pre pads had been positioned on the patient's bilateral posterior thighs for the procedure.